Manufacturer narrative:
(B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that the plastic piece on tibial impactor falls off when impacting. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not lead to an adverse event. This malfunction has also not previously led to a serious injury.